Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 2013: a component on the printed circuit board was noted to be rotated out of position.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box revealed multiple loss of primes and occlusions recorded. On investigation, the rewind, load and prime sequence was performed without loss of prime. The pump was not able to be exercised for 24 hours because it did not maintain the prime. During bolus testing, the pump alarmed for occlusion. The pump was opened for investigation and revealed a component on the printed circuit board was rotated out of position.